Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support advised the patient to reset the device on (B)(6) 2014 and informed patient's father to call back if problem persists. The patient's father did not report any injury or medical intervention.